Event description:
A report was received that a patient had an open wound at the pocket site. The patient's battery was explanted. The physician does not believe there was an infection. The patient is reportedly doing well.